Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced was at school and lost consciousness. They called the parents and the mother took the measurements the cgm was reading 93 mg/dl and the blood glucose reading was 116 mg/dl. The patient was taken to the hospital and there they took again the measurements the cgm was reading 140 mg/dl and the blood glucose reading was 123 mg/dl. The third measurement was taken by the doctor and the cgm was reading 165 mg/dl and the blood glucose reading decreased from 74 mg/dl to 44 mg/dl. After that the cgm experienced a sensor error. The reporter declined to provide any further information. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.